Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/25/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2014 with the following findings: visual inspection revealed that the battery compartment was cracked between the bumper pad and cover. The returned cartridge and battery caps were able to be fully secured to the pump and were used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).